Event description:
It was reported that the insulin pump had blank display. Customer stated that she was getting more battery errors. She stated that she needs to reset the time and time. She was received the new battery cap but the issue still happening at least once a week. Troubleshooting was done. Customer's blood glucose was 84 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer reported that her blood glucose was 600 mg/dl at one time due to her manic depression. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.